Event description:
The following has been reported: nurse reported: "nursing started an albumin infusion for a patient. When the infusion was almost complete an error message saying, 'tubing set is misloaded' kept appearing. The nurse attempted several times to reload the cassette; the error message would not clear. Patient harm: no. A preliminary review identified the following issue: tubing set misloaded an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation